Event description:
The customer states that the device generated red x with chirp overnight. The customer checked auto test summary and found "equipment disabled" message from early morning auto test. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.